Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed that the right ventricular lead exhibited high capture threshold. A chest x-ray was unremarkable, and the physician concluded that micro-perforation had occurred. The patient was scheduled to have the lead repositioned. However, the capture threshold was high, and sensing was poor in multiple locations. The was ultimately expanded and replaced. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amp variation were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.